Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 350 mg/dl. The customer treated with the insulin pump. Customer's blood glucose value was 187 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer also mentioned that they experienced a low blood glucose of 50 mg/dl the day prior to the call. The customer stated that they treated with food and declined to troubleshoot for the low reading as well. The product will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.